Event description:
In the process of a stent procedure, the physician experienced difficulty locating the arteriotomy. During deployment, he felt as the sheath backed out of the artery, resulting in a failure of the anchor to be placed in the artery. A hematoma immediately began to form post device deployment, therefore manual pressure was held and a c-clamp was applied for a duration of 30 minutes. As the patient was anticoagulated with heparin (dose unknown), the patient was given 10 mg of protamine sulfate to reverse the effects of the anticoagulation. The patient was said to be in stable condition following this procedure.